Event description:
The chest wall wound exhibited poor healing and the ipg was malpositioned on the chest wall, rotated approximately 90 degrees. A surgical procedure was required on (B)(6) 2019 to reposition the ipg.